Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (400-500 mg/dl). Customer was removed from pump and treated with intravenous fluids. Customer was discharged on (B)(6) 2019 with the issue resolved and no permanent damage. Suspected cause was the pump; however, no issues were observed with pump or cartridge and customer observed insulin drops exiting the end of infusion cannula during the fill tubing sequence. Reportedly, a pump alarm occurred but specific alarm could not be recalled. Customer reverted to manual injections for insulin therapy.